Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that the patient had two-thirds of pancreas removed in 2008, necrosis of bowel & complications of sepsis and eight bowel surgeries in 2009, bowel surgery for scar revision in 2010, and three lung surgeries and voice surgery in 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation in order to treat urinary incontinence, and cystocele. It was reported that after insertion patient experienced pain, erosion, bowel and bladder obstruction, infection, bleeding and vaginal discharge. It was reported patient underwent revision/removal of mesh due to erosion on (B)(6) 2011 by implanting surgeon. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort, vaginal muscle spasms, and abdominal inflammation.

Event description:
It was reported that following insertion the patient experienced discomfort, vaginal muscle spasms, and abdominal inflammation.